Event description:
It was reported that during tha surgery, the wire cable was broken.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the accord cable with clamp indicated some damage to the connector and slight fraying of the wire. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. Based on this investigation, we consider this incident to be isolated. However, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.